Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and missing end cap sticker.

Event description:
Customer reported that the insulin pump was dripping insulin during the manual priming process. Customer reported seeing insulin squirting out of the insulin pump. Customer also reported that the insulin pump returned an error alarm. During troubleshooting, customer stated that the insulin pump's drive support cap was sticking out. Blood glucose level was 114 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).